Event description:
It was reported that there was oversensing, high threshold measurements and lead dislodgement in the right ventricular (rv) lead. It was further reported that there were high thresholds and dislodgement in the right atrial (ra) lead. The rv and ra leads were explanted and replaced. There were no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.